Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately a month after implant the patient developed an abscess (infection) at the device insertion site. The implantable cardioverter defibrillator (ICD) was explanted. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.